Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds, undersensing and poor morphology. Further examination showed that the lead had dislodged. The patient was hospitalized and a revision procedure was performed. While attempting to reposition the lead, the physician was unable to remove the stylet from the lead when the helix was being retracted. The rv lead was removed and replaced, and it was returned to boston scientific for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This ingevity lead was returned to boston scientific's post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection noted dried blood around the helix. Otherwise, the lead tip appeared normal. No lead issues were noted that would have increased the likelihood of dislodgement. Analysis of the lead noted body fluid within the lead's lumen, which resulted in the reported stylet removal difficulties. Blood can enter into the lumen during the revision process prior to device attachment. In this case, it appears that blood infiltrated the lead lumen, dried, and formed a clot that made stylet removal difficult. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil was stretched and had a break near the tip end, most likely caused by the stylet removal attempts. Because the evidence suggests the fracture of the inner conductor coil was likely induced during attempts to remove the stuck stylet from the lead, it is not likely that the identified fracture contributed to the observed undersensing, high pacing threshold measurements, or low sensing measurements.

Manufacturer narrative:
The product has been returned to boston scientific. Analysis will be performed and this report would be updated at that time, should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds, undersensing and poor morphology. Further examination showed that the lead had dislodged. The patient was hospitalized and a revision procedure was performed. While attempting to reposition the lead, the physician was unable to remove the stylet from the lead when the helix was being retracted. The rv lead was removed and replaced. No additional adverse patient effects were reported.